Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the assembly flow module backflow alarm could not be cancelled. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log review: on (B)(6) 2022 at 11:35:45 am the centrifugal arterial pump speed was reduced from 1325 revolutions per minute (rpm) to 1310 rpms. From 11:41:47 am to 11:44:39 am there were 46 backflow alarms that occurred and cleared. The arterial speed was increased to 1345 rpms at 11:44:15 am. At 11:46:10 am the arterial speed was reduced to 1315 rpms. From 11:48:44 am to 11:49:13 am, there were 14 more backflow alarms that occurred. The log showed multiple indications of the tube coupling the sensor. From 11:52:16 am to 11:52:40 am, there were 8 more alarms that occurred. It is likely that the tube was uncoupled from the sensor at this time. At 11:58:03 am the sensor was coupled to the tube. From 11:58:28 am to 11:58:47 am, there were 7 more backflow alarms that occurred. The log does show unusual activity with many backflow alarms occurring but there is no way to tell from the log review if the backflow was actually occurring.

Manufacturer narrative:
The reported complaint was confirmed. A flow sensor was also returned, part number: 6382, serial number: (B)(6), date of manufacture: 12nov2012. During laboratory analysis, the product surveillance technician (pst) connected the flow module, flow sensor and cable assembly to lab use only (luo) testing equipment. The system passed release/verification testing. The system was monitored for 24 hours with no observation of backflow alarms. It was determined that the flow module, flow sensor and cable assembly met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.